Event description:
It was reported that during a da vinci-assisted surgical procedure, the lock ring assembly of the camera head was dismantled. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery because the lock ring assembly of the camera head was dismantled. There was no patient harm or injury. A system malfunction occurred and troubleshooting with isi technical support was performed; however, the issue was not resolved due to the camera head being physically damaged. The customer had no issues with setting up the system. The system was inspected prior to use. There were no issues with the port placements. No backup camera head was available for use. The procedure was in progress for about 15 minutes when the issue occurred. There were no post-operative complications following the surgical procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the camera heads locking ring was broken. The camera head was replaced to resolve the reported problem. The system was tested and verified for use. The glenair cam involved with this complaint was returned and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The coupler was broken from the camera. Mechanical shock was found resulting in damaged housing components. The light cable was also noted to be damaged. The camera was out of alignment and required adjustment.